Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Through troubleshooting it was noted that the alarm was caused by a reservoir or set connection. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.